Event description:
It was reported that the health care professional (hcp) requested assistance finding the patient with this unknown tachy device as they dismissed alerts for out-of-range shock impedance measurements. Technical services (ts) discussed they were unable to find the device. This tachy device remains in service. No adverse patient effects were reported.